Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative after a device replacement, the patient experienced diaphragmatic and phrenic nerve stimulation in all pacing vectors with the left ventricular (lv) lead. The lv lead was reprogrammed to vvir. The patient was later re-evaluated and a lead revision was recommended. Fluoroscopy showed the coronary sinus lead in the middle cardiac vein and it was noted that this was the only branch the initial implanter could access. As the lv lead could not be extracted by gentle traction, the lv lead was capped. A new lead was placed with good thresholds and no phrenic nerve stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.